Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient presented to the hospital feeling unwell. Upon interrogation of the pacemaker, it was noted to have entered safety mode. The patient was hospitalized until a replacement procedure could be performed at a different facility. At this time evidence suggests the pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the hospital feeling unwell. Upon interrogation of the pacemaker, it was noted to have entered safety mode. The patient was hospitalized until a replacement procedure could be performed at a different facility. At this time evidence suggests the pacemaker remains in service and no adverse effects were reported.